Event description:
A medtronic representative reported a site's open spine clamp that was old and the screw was stripped. The clamp could not be tightened properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device name and catalog # reported incorrectly. Corrected device name and catalog # now provided. Correction: 510k reported for incorrect device. Corrected 510k now provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. No parts have been received by manufacturer for analysis. It is likely the suspect clamp ws discarded at the site. No further issues have been reported.

Manufacturer narrative:
Lot # and mfg date provided.the reported issue was confirmed upon analysis of the suspect part: the adjustment screw threads are stripped in the middle of the travel allowing the clamp to slip. Otherwise, the clamp is in good condition. Physical damage of stripped screw caused the event. The replacement clamp sent to the site resolved the issue.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Replacement device shipped to site for issue resolution.